Manufacturer narrative:
The device was not returned; however no device malfunction was reported. The reported behavior resulted from a patient physiology issue. The maximum energy available on this device is 31 joules as indicated in the labeling. Up to 31j, it was impossible to convert pt arrhythmia.

Event description:
It was reported that during the implantation procedure, it was noticed that the device was unable to convert. The pt needed a higher output device. Therefore, the ICD was not implanted. Note: ela medical was not aware of this event until 01/11/07.